Event description:
Patient death unrelated to device; analysis of device showed no failures. No further action to be taken. Product returned to medtronic for analysis - reported in medtronic database. Product information report: reason for return - death; completed by (B)(6); phone (B)(6), ir report: implant date (B)(6) 2023, battery ok. Leads received connected to device and segmented at proximal end.